Event description:
It was reported that the patient was having difficulty recharging his device and that it was not recharging. It was noted that the patient liked the old system better where he did not have to wear a belt to charge. The patient was going to call the manufacturer representative to meet him at his doctor¿s appointment and show him how to recharge.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3587a, lot# l37692, implanted: 1996 (B)(6); product type lead product ID 74001, lot# n240167, implanted: 2012 (B)(6); product type adapter product ID 7495-51, serial# (B)(4), implanted: 1996 (B)(6); product type extension. (B)(4).